Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was as high as 400 mg/dl with extreme drowsiness. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was a loss of prime issue multiple times since about 3 months ago. Reportedly, the pump alerted for loss of prime once with the cartridge in and the reporter was able to complete prime step with cartridge change. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. Trouble shooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that a loss of prime occurred once with the cartridge in use.

Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.